Event description:
The site reported that a light adjustable lens had been explanted from the patient due to dysphotopsia. No additional information was provided. Rxsight's first awareness was 11/9/2021.

Manufacturer narrative:
The site reported that a light adjustable lens had been explanted from the patient due to dysphotopsia. No additional information was provided. Rxsight's first awareness was 11/9/2021. The explanted lens was returned for evaluation. Visual inspection and optical testing of the returned lens confirmed the presence of an ambient zone on the lens, which is indicative of exposure of the lens to ambient uv light prior to lock in.

Manufacturer narrative:
The site reported that a light adjustable lens had been explanted from the patient due to dysphotopsia. No additional information was provided. Rxsight's first awareness was (B)(6) 2021. The device history record for the lens was reviewed. No issues were noted. The lens is currently being evaluated.

Event description:
The site reported that a light adjustable lens had been explanted from the patient due to dysphotopsia. No additional information was provided. Rxsight's first awareness was (B)(6) 2021.